Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the paramedics on (B)(6) 2025 due to hypoglycemia. The blood glucose level was 33 mg/dl at the time of event and the patient got treated with intravenous glucose. The length of hospitalization was less than 24 hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 5385735, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 27-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "5385735". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 5385735 was manufactured according to the work instruction (wi) version 71 and manufactured in the machine 12 on 02-may-2022, with a total of (B)(4) units. The sub-assembly lot 5387892 was manufactured according to the (wi) version 23 on 02-may-2022, with a total of (B)(4) units. The sub-assembly lot 5387893 was manufactured according to the (wi) version 23 on 02-may-2022, with a total of (B)(4) units. The sub-assembly gluing of tubing of the lot 5387857 was manufactured according to the (wi) version 37 and manufactured in the machine 4, 5 and 8 on 28-apr-2022, with a total of (B)(4) units. The sub-assembly gluing of tubing of the lot 5387860 was manufactured according to the (wi) version 37 and manufactured in the machine 4,5 and 8, on 01-may-2022, with a total of (B)(4) units review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: the reference samples for the lot 5385735 have already been previously tested in the complaint (B)(4) on 03-oct-2022 no photo was provided. In order to test the product, the returned sample from the lot have been requested. Investigation process of the complaint was carried out in accordance with: - (wi) guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and - (wi) guidance for functional flow testing for complaints area version 2: 10 samples out 10 samples passed the test - (wi) guidance for functional leak testing for complaints area version 2: 10 samples out 10 samples passed the test for the code product used off-label or against the contraindications or not according to the IFU. [Only use if no actual product malfunction has been reported. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for samples, no non-conformance (nc) raised during production related to complaint code, no thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.